Manufacturer narrative:
H3: product analysis of the device found that unit presented a defective carrier pcba and a defective pmb pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the nim vital console was not powering on, continuously makes a chirping sound every five minutes when plugged in. When trying to power on, "medtronic" will flash up on screen and then goes back to dark screen and chirps. There was no patient impact.